Event description:
It was reported that after having deployed the stent and taken out the delivery system from the artery, the radiologist wanted to thread an arterial catheter over the guide wire in situ, but this did not work. This was because the guide wire had a green covering on it which must have come out of the middle of the device.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation is currently underway.